Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the video connector was broken and the adhesive part of the objective lens had peeled off. In addition, it was noted, ending angle was insufficient due to the elongation of the angle wire, the angle fixing part of the operation part was loose, the bending section adhesive was missing and it was no longer watertight due to cracking of the video connector case. There were also scratches on the operation part the video connector and bending section. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the endoeye flex 3d deflectable videoscope had a pinhole at the angle rubber. Upon inspection and testing of the returned device, it was discovered the adhesive had peeled off the objective lens. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of deterioration or breakage of the adhesive found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, external factors, and/or handling. Olympus will continue to monitor field performance for this device.